Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. The analog pcb assembly was then removed for further examination. It was determined that the cause of the reported issue was due to an electrically open integrated circuit (ic), designator u1. U1 had a broken solder joint (leg 1), which also caused resistor, designator r212 to arc and burn. The broken solder joint of ic u1 was due to the improper routing of the ferrite bead on the therapy harness assembly during the manufacturing process. The ferrite bead was misrouted over ic u1 which broke the solder joint of the ic, causing it to lift off of the pcb. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device service wrench icon was illuminated. Upon evaluation of the customer's device, physio-control observed that the customer¿s device was unable to charge for defibrillation therapy; therefore energy delivery would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device service wrench icon was illuminated. Upon evaluation of the customer's device, physio-control observed that the customer¿s device was unable to charge for defibrillation therapy; therefore energy delivery would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Field d4 gtin # of the initial MDR should have indicated ¿ 00885074698878.